Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: thirst and frequent urination. A pt reported pt had to take a set dose without knowing what pt's glucose reading is. Their meter allegedly would only prompt message "clean test area". The result on their meter: 101. There was no comparison. Treatment was: not treated. No further info has been reported.